Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. This occurred 20 times. There was no report of patient impact. The following information was provided by the initial reporter: date of incident (yyyy-mm-dd): (B)(6) 2023. Level of harm: no effect - did not reach patient - detected before use or does not touch person during use incident details: needle occluded. 20 needles. Who was affected? No person affected. Unexpected or prolonged care? No. Frequency of problem: recurring.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. This occurred 20 times. There was no report of patient impact. The following information was provided by the initial reporter: date of incident (yyyy-mm-dd): (B)(6) 2023 level of harm: no effect - did not reach patient - detected before use or does not touch person during use incident details: needle occluded 20 needles who was affected? No person affected unexpected or prolonged care? No frequency of problem: recurring.

Manufacturer narrative:
H6: investigation summary no samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.